Event description:
Patient presented with pain and poking sensation in neck, and an increase in seizures. Lead impedance was noted to be within normal limits. X-rays have been ordered; however, the x-rays have not been reviewed by the manufacturer to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.